Event description:
Facility reported an internal blood leak on a 16th use dialyzer. Estimated blood loss 100cc. No medical intervention. No adverse pt effect. The sample is not available for examination. Hemoglobin on 10/20 was 12.1.